Manufacturer narrative:
(B)(6). Concomitant: catalog# 407396, comp primary I/m guide block, lot# 303630; catalog# 32-486259, vngd shortquick-release drill, lot# zb120701. (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the pin fractured within the pin driver. A separate wire driver was then used to remove the pin, but the pin broke a second time. A separate pin was used to pin the cutting block in place. Once the cut was made, the surgeons were able to remove the cutting block, and the pin was found stuck within the cutting block. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The reported event is confirmed. No products were returned; therefore, the visual and dimensional inspections were not performed. The visual inspection of the provided photographs identified that the pin was stuck and broke in the guide block. The broken piece of the pin was stuck in the vangaurd shortquick drill. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.